Event description:
It was reported that (2) devices were used during inferior mesenteric artery procedure. It was reported by the affiliate that the 512sd trocars had a defective gasket. Another instrument was used to complete the case. There was no consequence to the pt.